Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation center was informed from the user that some wires of the composing the forceps elevator wire of this subject devise were cut and then risen. It was not provided the other detailed information such as when it occurred, and so on. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to omsc, omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation center, omsc surmised that the forceps elevator wire was possibly cut due to a fatigue by repeated manipulating and excessive mechanical stresses. If additional information becomes available, this report will be supplemented.